Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color during use, and the plug deployment button could not be pressed to release the plug. The device was withdrawn from the body. There was no reported patient injury. An audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The indicator window did not show red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/visible, and the guidewire loop could not be pulled. The procedure used a retrograde approach. The device was used during a radiofrequency ablation procedure. The operator was trained in the device. The exoseal vcd was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The catheter sheath introducer used was unknown. Femoral artery suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.